Event description:
On october 25th, eri alert received via home monitoring. The battery voltage had been 3.03v (charge time: 9.4 seconds) on (B)(6) and 3.02v on (B)(6). In addition, there is no record of shock activation. A follow-up will be conducted on (B)(6). Should additional information be received, this file will be updated.